Event description:
It was reported that a device alarmed system error 345 and interrupted an infusion of maintenance IV fluid (rate and delivery parameters unk). Any injury to the patient is unk.

Manufacturer narrative:
MFR reference number: (B)(4). The device in question was received by baxter. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.